Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause could not be determined. A possible reason for the higher than expected rwbc count is, but not limited to, the escape of wbc's from the lrs chamber toward the end of the procedure where there were numerous access alerts and adjustments. These pauses can disrupt the steady state of the system and contribute to the higher than expected wbc content reported for this procedure.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit (B)(4). The disposable set is not available for return because it was discarded by the customer.